Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at time of incident. The customer called because they were trying to change the reservoir in the insulin pump but it was not detecting the reservoir and was just emptying the reservoir. The device will not be returned for analysis.